Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.